Event description:
On 12/8/2022, it was reported by a sales representative via phone that qty. 4 of an ar-3636 self bunching kl 1.8 fibertak had an issue. During a shoulder labral repair procedure on (B)(6) 2022, when the surgeon was shuttling the repair suture back into the anchor, it got stuck and broke off subsequently with four different anchors. When this occurred with the third anchor, the anchor got pulled out in one piece, whereas anchors 1, 2, and 4 remained in the patient in one piece. The sutures were cut down to the bone, the suture pieces were removed, and no anchor broke inside the patient. The anchor that pulled out was discarded by the facility. The procedure was completed successfully by using another six ar-3636 self bunching kl 1.8 fibertaks (2 with the same lot number, and 4 with unknown different lot numbers) with no harm to the patient.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion of the implant.